Event description:
Patient with a bicompartmental knee implanted required I&d procedure following a fall. Surgical intervention is planned to repair the patella tendon. Surgeon plans to exchange poly insert during surgery.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.